Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the surgeon noticed the dissociated insert on the x-ray in 2009. The surgeon performed a revision surgery to replace the insert on the pt the same month."